Event description:
It was reported by service report, the zoom drive was jumping out of gear going down the hall. No adverse consequences have been reported.

Manufacturer narrative:
Other: cam bracket.